Manufacturer narrative:
Additional narrative: patient gender and weight are unknown. Event date: unknown. This report is for one (1) unknown 2.7mm metaphyseal screw. Device broke intra-operatively and was not implanted or explanted. Per the facility, the complainant part was discarded and is not available for evaluation. The 510k #: unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 2.7mm metaphyseal screw broke off during an electronic plating procedure on an unknown date. There was a twenty (20) minute surgical delay. This report is for one (1) unknown 2.7mm metaphyseal screw. There report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per information received on (B)(6) 2015, the broken piece of the complainant screw was left in the patient. Another screw was available to complete the procedure successfully.